Event description:
Upon review of a (B)(6) old female pt's flags files zoll technical support reported overvoltage set flags. The pt was issues a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (overvoltage set) has been confirmed. Upon receipt the monitor failed the ca converter current test. The cause for the failed ca converter current test was a shorted l2 component which resulted in a 700 kohm resistance. Component l2 is a 33 uh power inductor. The root cause analysis for the shorted inductor was inconclusive. No adverse event occurred due to the shorted inductor. The last person to use this monitor did not report any problems.